Event description:
Pt says dr put in implant that was too large. It was painful, hard and 3 weeks ago started leaking. Pt has name of physician given to them by mentor, to see to have it removed. Pt unable to drive, so will have to go by ambulance.